Manufacturer narrative:
Issue resolved for customer by replacing base on bed.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences are reported.